Event description:
(B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event, with additional information from initial reporter, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) via reusable pen (humapen savvio pink). Dosage regimen, route of administration, indication for use and start date were not reported. Since an unspecified date, she possibly did not receive her dose as result of an issue with her humapen savvio ((B)(4)/1404v08). Due to that, her blood sugar levels were not under control and she was feeling unwell. Her dose was increased because of her abnormal blood sugar levels. By (B)(6) 2016, it was discovered that following successful air shot the pen was not delivering the insulin; unsure how much if any insulin lispro was being delivered. Also, she had experienced increasing blood glucose over two months. The event of increasing blood glucose was considered serious due to medical significance by reporter. On an unknown date, her pen changed to kwikpen (unspecified formulation) and insulin was adjusted. Information regarding corrective treatments, the outcome of the events and insulin lispro status was not provided. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The device was returned on 14oct2016. The reporting nurse did not provide an assessment of relatedness between the events and insulin lispro or the humapen savvio. Edit 10-oct-2016: upon internal review of initial information received on 10-oct-2016, humapen savvio was recoded as suspect device. No other changes performed. Update (B)(6) 2016. Additional information received (B)(6) 2016 from the product complaint safety database. Changed the device lot number to 1404v08 added product complaint number, and updated the narrative accordingly. Update 13-oct-2016: additional information was received on (B)(6) 2016 from the initial reporter. This case was upgraded since the event of increasing blood glucose was added (medical significance). Added non serious event of incorrect dose administered. Updated narrative with new information. Edit 17oct2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 02nov2016: additional information received on 14oct2016 from the global product complaint added the return date of the device; updated the device to a humapen savvio pink; updated the malfunction field to yes/cirm; updated the european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event, with additional information from initial reporter, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) via reusable pen (humapen savvio). Dosage regimen, route of administration, indication for use and start date were not reported. Since an unspecified date, she possibly did not receive her dose as result of an issue with her humapen savvio (pc: (B)(4)/ 1404v08).due to that, her blood sugar levels were not under control and she was feeling unwell. Her dose was increased because of her abnormal blood sugar levels. By (B)(6) 2016, it was discovered that following successful air shot the pen was not delivering the insulin; unsure how much if any insulin lispro was being delivered. Also, she had experienced increasing blood glucose over two months. The event of increasing blood glucose was considered serious due to medical significance by reporter. On an unknown date, her pen changed to kwikpen (unspecified formulation) and insulin was adjusted. Information regarding corrective treatments, the outcome of the events and insulin lispro status was not provided. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken and the return status of the suspect device were not known. The reporting nurse did not provide an assessment of relatedness between the events and insulin lispro or the humapen savvio. Edit 10-oct-2016: upon internal review of initial information received on 10-oct-2016, humapen savvio was recoded as suspect device. No other changes performed. Update 11oct2016. Additional information received 11oct2016 from the product complaint safety database. Changed the device lot number to 1404v08 added product complaint number, and updated the narrative accordingly. Update 13-oct-2016: additional information was received on 11-oct-2016 from the initial reporter. This case was upgraded since the event of increasing blood glucose was added (medical significance). Added non serious event of incorrect dose administered. Updated narrative with new information. Edit 17oct2016. Case was opened to enter the medwatch device fields for device mailing. No new information.

Manufacturer narrative:
Evaluation summary a patient reported that she was not receiving her insulin dose when using a humapen savvio device. Investigation of the returned device (batch 1404v08, april 2014) found the device delivered only a drop of insulin when tested. Further investigation of the device found the face clutch spring diameter was out of specification; the out of specification spring was interfering with the housing collar. This interference restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a100% underdose can be delivered. Malfunction confirmed. This is the first occurrence with this type of issue for this savvio batch. A batch record review and a complaint issue review did not identify any additional face clutch spring issues. The root cause for the use of the out of specification face clutch spring was determined to be assembly related. Operators use a point of assembly gauge to ensure face clutch springs meet outside diameter specifications. If the spring falls freely down through the gauge, the spring is acceptable for use; acceptable springs are placed into a bin for use. If the spring does not fall through the gauge, the spring does not meet outside diameter specification, and the spring is placed in a locked, reject bin. The investigation determined the out of specification spring was either related to operator error or became tangled with another spring after inspection. Corrective actions were implemented to improve the face clutch spring gauging operation beginning with batch 1608v08 (manufactured august 2016). The gauge fixture was redesigned,acceptable springs are placed in a tray to eliminate potential tangling, and work instructions were created or revised to reflect the new gauging process. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event, with additional information from initial reporter, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) via reusable pen (humapen savvio pink). Dosage regimen, route of administration, indication for use and start date were not reported. Since an unspecified date, she possibly did not receive her dose as result of an issue with her humapen savvio (pc: (B)(4)/ 1404v08). Due to that, her blood sugar levels were not under control and she was feeling unwell. Her dose was increased because of her abnormal blood sugar levels. By (B)(6) 2016, it was discovered that following successful air shot the pen was not delivering the insulin; unsure how much if any insulin lispro was being delivered. Also, she had experienced increasing blood glucose over two months. The event of increasing blood glucose was considered serious due to medical significance by reporter. On an unknown date, her pen changed to kwikpen (unspecified formulation) and insulin was adjusted. Information regarding corrective treatments, the outcome of the events and insulin lispro status was not provided. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The device was returned on 14oct2016. Confirmed malfunction. The reporting nurse did not provide an assessment of relatedness between the events and insulin lispro or the humapen savvio. Edit 10-oct-2016: upon internal review of initial information received on 10-oct-2016, humapen savvio was recoded as suspect device. No other changes performed. Update 11oct2016. Additional information received 11oct2016 from the product complaint safety database. Changed the device lot number to 1404v08 added product complaint number, and updated the narrative accordingly. Update 13-oct-2016: additional information was received on 11-oct-2016 from the initial reporter. This case was upgraded since the event of increasing blood glucose was added (medical significance). Added non serious event of incorrect dose administered. Updated narrative with new information. Edit 17oct2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 02nov2016: additional information received on 14oct2016 from the global product complaint added the return date of the device; updated the device to a humapen savvio pink; updated the malfunction field to yes/cirm; updated the european and canadian required device reporting elements; and updated the narrative. Update 16nov2016. Additional information received 15nov2016 from the product complaint safety database. To the device tab entered the manufacture date, the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, and the narrative was updated accordingly.